Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the cause was due to a burnt coil on the transformer of the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid within the cassette compartment during the internal inspection, however, there were no burrs or sharps in cassette area that may have punctured a cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was very hard to read due to being dim. The peritoneal dialysis nurse (pdrn) stated that they increased the brightness on the cycler, however, the display is still dim. The pdrn confirmed that the patient was able to complete treatment on their cycler the previous day. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. Upon follow-up, the pdrn confirmed that treatment was completed on the cycler. There were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.